Event description:
(B)(4). Same case as 2134265-2013-01607. It was reported that during a coronary artery treatment procedure a dissection occurred. The target lesion was a de novo lesion located in the mid right coronary artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of 2.75 mm x 16 mm promus element plus stent, with 0% residual stenosis. Following pre-dilatation with 2.5 x 15 mm emerge balloon catheter and a 2.75 x 12 mm quantum apex balloon catheter a grade c dissection was noted. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).